Event description:
Caller states that the customer attempted to test prior to a hyperglycemic event, but was unable to obtain a reading due to an error (e-5). Customer had extreme stomach pain, weakness, nausea, and difficulty walking and standing without assistance. Customer attempted to test right before calling emt. Emt arrived and put customer into the ambulance; caller does not know if the emt checked the customer's glucose while on the way to the hospital. Customer was admitted to the hospital, and tested high on their meter (no reading provided). Lab result was also high (no reading provided). Customer was given insulin IV and other ivs (contents unknown). Customer remained in the hospital for 2 days, and received hemodialysis while in the hospital. Customer was using expired strips, and the meter was not coded correctly. Requested return of suspect device and replacement was sent.

Event description:
It was reported that while placing a new right ventricular pace/sense lead the left ventricular lead dislodged. This lead was explanted and replaced. No patient complications have been reported as a result of this event.